Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected low battery alarm was noted. The insulin pump was received with a cracked case at the display window, cracked reservoir tube, reservoir tube window corners, reservoir tube window, belt clip slot, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 534 mg/dl at the time of incident. Customer treated their blood glucose 35 units of insulin by manual injection. The customer's current blood glucose was 482 mg/dl. It was also found the customer experienced nausea from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. Troubleshooting found the time and date was not correct on the insulin pump. It was also reported the insulin pump failed a high pressure test during troubleshooting. The customer agreed to return the insulin pump for analysis.